Event description:
It was reported the patient¿s mother felt the patient had more pulling in their neck and their arm was twitching since the implantable neurostimulator (ins) was turned off for a dental procedure on (B)(6) 2014. The patient¿s mother stated they did not think it was a huge change. The healthcare professional (hcp) last saw the patient in august and the neck pulling was noted to be the same as on the day of this report. The hcp did think the patient¿s arm was better on the day of this report. The ins batteries were at 2.71v and 2.79v. All impedances were measured to be normal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2013, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported an elective replacement indicator (eri) message was displayed. The healthcare professional (hcp) saw the patient in the clinic on (B)(6) 2014 and the patient¿s dystonia had been declining. The patient had not been checking the implantable neurostimulator (ins) everyday, but they had seen the eri message on the day of this report. The hcp was not able to interrogate the left ins with their clinician programmer. The patient¿s parameters had been changed frequently. Prior to (B)(6) 2014 the patient was programmed to c+, 1-, 2- at 5v, a pulse width of 120, and a rate of 160 hz with a therapy impedance of 628 ohms. A longevity calculation with those settings found eri to be 10.52 months and end of service (eos) at 13.52 months. The patient left the appointment on (B)(6) 2014 with the pulse width changed to 180. The longevity calculation was done again and it was 6.81 months to eri and 9.81 months to eos. At the time of this report the right ins was at 2.71v and it was 2.79v on (B)(6) 2014. A replacement surgery was going to be scheduled.

Manufacturer narrative:
(B)(4).